Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump as under delivering. Customer was assisted with troubleshooting for high bloods glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with bolus for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that auto mode feature was not on. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm. Device was monitored and functioning properly. Pump passed the delivery accuracy test at 0.08695 inches. (B)(4).